Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functinal) has been confirmed. Upon investigation the electrode belt failed a ECG falloff test. The cause for failure was isolated to a damaged c790 components on the belt node pca board. The root cause for the damaged c790 component could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had non functional ecgs.